Event description:
The customer reported being hospitalized due to gastroparesis and high blood glucose over 300mg/dl. Troubleshooting was performed. Initially, the customer called regarding the motor error alarms occurring during bolus. The caller stated that he works in the hospital and the insulin pump may have been exposed to an MRI as he works near the MRI room. Reviewed the alarm history and found several motor alarms. Performed the displacement and self test and they passed. Advised the caller revert to back up plan until the replacement of the insulin pump arrives. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.